Event description:
It was reported that the device experienced battery depletion consistent with premature battery discharge, and review of battery logs showed that the device was not charging on the pad with multiple battery drops greater than 35 percent within 24 hours, indicating a problem associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including battery log review. Investigation of this case revealed an energy storage system problem consistent with premature discharge of the battery, with the issue traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.

Manufacturer narrative:
Initial.